Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during pre-use inspection, a b30 communication error occurred on the evis lucera elite gastrointestinal videoscope. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material clogged in the nozzle. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: due to corrosion on the endoscope connector, b30 scope communication error occurred. Due tot wear of the angle wire, the bending angle of the up direction and the up/down knob play did not meet the standard values. The bending section cover (a-rubber) was scratched, and the adhesive of the a-rubber was chipped. The s-connector was dirty due to a water leakage, and was scratched. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer does not know what the foreign material was. There was no delay to the start of precleaning. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges and flushed the air/water nozzle with the detergent solution. The customer stated there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.